Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a decrease in sensing values. The lead remains active. No further patient complications were reported as a result of this event.